Event description:
The tip of the ep [electrophysiology] catheter appeared to be deformed upon inspection. The catheter was removed and replaced with no harm to the patient. Clinical site notified vendor rep directly. Manufacturer response for bi-directional deflectable catheter, 7fr webster cs bi-directional deflectable catheter, f-j curve, 12 pin w/e-z stee (per site reporter).